Event description:
Doctor was performing a procedure (date unknown) on a patient when the drill fractured. The broken portion of the drill was removed from the patient with the aid of a "suction tube". There was no impact to patient.

Manufacturer narrative:
Visual examination of the returned device reveals the drill is broken in two pieces. The drill broke at the laser mark, perpendicular to is axis near the top of the drill. This is a known issue due to inherent nature of bit functionality. Implant site number is not known, but breakage is possible, especially when utilized in the posterior aspect of the mouth due to extreme angle and high direction forces. This complaint condition is confirmed; operational context contributed to the event. In addition, keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. (B)(4). It is left to the physician to track individual device usage. A review of the keystone dental complaint database revealed three complaints with the same part number and failure mode reported over the past three years. A device history review revealed that this is the only complaint filed under lot number 023177 over the past three years this complaint condition is confirmed; however, this is a known failure mode. Root cause is attributed to operational context. No adverse trends noted. (B)(4).